Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator console was selected for use. During the procedure, after the consumable devices were opened and connected to the console, it was noted that there was some problem with the console. The procedure was not completed due to this event. The physician rescheduled the procedure, and the patient was treated with another console. No complications were reported and the patient was stable post procedure.